Manufacturer narrative:
1 initial report suggested there were no medical intervention or treatment provided; 2 ihealth has determined lot number: 211co21215 a counterfeit product; therefore, customer/user must have acquired a potential/probable counterfeited products, causing the erroneous test results obtained. 3 customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used although this has not been confirmed. Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. 4 to date, there was no information to indicate if the user/patient had actually received any form of reimbursement and/or refunds associated with the "suspected" counterfeit products. 5 test to the production batch of product retention samples (lot: 211co21215) , the test was pass.

Event description:
Event details: the site/user was noted to have reported via email, as follows: "I am very disappointed in your ihealth covid-19 antigen rapid test kit. My son and daughter-in-law ordered ihealth covid tests from sunline supply so wedding guests could test prior to attending their wedding. There were problems with many of the test kits. Some didn't have enough fluid. Some gave false positive results. This is very upsetting. The test kit I received has one vile with enough fluid and another with just a bit of fluid. I did not use my kit since I knew of problems other had."